Event description:
It was reported the pt lost his right sided stimulation coverage and hence, the physician decided to do a lead revision. A follow-up info suggested the pt had lead revision on (B)(6) 2013 and the physician tried to move the lead to the right. The pt was reprogrammed post-operatively and had some right sided coverage. The sjm rep was to meet with the pt for a follow-up appointment for additional reprogramming.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.